Manufacturer narrative:
.

Event description:
It was reported that patient had her last pump refill at the end of 2007 at which time the pump was filled with 18mls of morphine drug. The patient returned on the date of this report for refill and the nurse withdrew 16.2ml of drug from the reservoir; expected reservoir volume was about 4.0 ml. No patient symptoms were reported. No alarms have been noted. Troubleshooting was being considered. A follow-up report will be sent if additional information becomes available to us.